Event description:
It was reported that the device was presenting with error code 1871 during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal was intact and optical switch had a broken wire. During functional check, the reported complaint was duplicated during the investigation. Optical switch had a broken wire causing message error code 1871 on the pump display. Replaced optical switch.